Event description:
Bent needles found in 4 kits. Did not reach the patient. Listed on contents list as: catheter device: 8 french over 18 gauge introducer needle with stopcock, self-sealing valve and syringe. The lot was pulled from clinical areas and distribution center.